Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The patient underwent revision tkr on (B)(6) using these devices provided under compassionate use case (B)(4). These components were requested to revise the patient's prior competitive tkr (done in (B)(6) 2015) due to multi-directional instability associated with nickel allergy. The patient's recovery following the (B)(6) procedure was complicated. On (B)(6) 2022: x-rays looked good. Drainage noted. On (B)(6) 2022: drainage from lower aspect of wound, which had opened. Area of skin necrosis. Patient started on bactrim ds and probiotics. Patient to be referred to plastic surgeon for consideration of wound flap. On (B)(6) 2022: patient presented with copious drainage. Patient to be admitted to ER for suction vac and consideration of wound flap by plastic surgery, and consult by infectious disease specialist for starting on antibiotics. (B)(6) 2022: reoperation with radical debridement and planned washout and exchange of polyethylene components. As dr. (B)(6) brought the knee into flexion, the femoral construct came out of the cement mantle (with no cement attached to the stem). Dr. (B)(6) removed the existing cement from the bone and reimplanted the femoral component with new cement, and also replaced the polyethylene insert of the tibial component. The wound was closed by plastic surgeon and a wound vac applied. [Customer].

Event description:
The patient underwent revision tkr on august 10th using these devices provided under compassionate use case (B)(4). These components were requested to revise the patient's prior competitive tkr (done in (B)(6) 2015) due to multi-directional instability associated with nickel allergy. The patient's recovery following the august 10th procedure was complicated. (B)(6) 2022: x-rays looked good. Drainage noted. (B)(6) 2022: drainage from lower aspect of wound, which had opened. Area of skin necrosis. Patient started on bactrim ds and probiotics. Patient to be referred to plastic surgeon for consideration of wound flap. (B)(6) 2022: patient presented with copious drainage. Patient to be admitted to ER for suction vac and consideration of wound flap by plastic surgery, and consult by infectious disease specialist for starting on antibiotics. (B)(6) 2022: reoperation with radical debridement and planned washout and exchange of polyethylene components. As dr. (B)(6) brought the knee into flexion, the femoral construct came out of the cement mantle (with no cement attached to the stem). Dr. (B)(6) removed the existing cement from the bone and reimplanted the femoral component with new cement, and also replaced the polyethylene insert of the tibial component. The wound was closed by plastic surgeon and a wound vac applied. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.